Event description:
It was reported the rate will not slow down. It was noted that pixels were missing. It was also reported there are vertical lines through the lower display where pixels are missing. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)analysis could not confirm the report that the rate will not slow down. Analysis confirmed the report that the lcd (liquid crystal display) is missing columns on the lower screen. Upper case is broken and damaged. Lower case is broken and corroded. Battery release and battery drawer are contaminated. One bail cover and ring cover are broken. Lead flex is corroded. One pcb (printed circuit board) flex cable is crimped and both pcb flex cables are not fully inserted into the pcb connectors. Battery contacts are compressed. Keyboard window is scratched.